Event description:
The pt's mother reported that the pt doesn't wear the speech processor; when she puts the processor pn the pts head he starts crying. The pt will be seen for re-programming

Manufacturer narrative:
According to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation at the explanted device is necessary. Reportedly the patient detects sound well with only six channels available for stimulation. The clinic plans to closely monitor the patient but no explantation is scheduled.

Event description:
The patient's mother reported that the patient doesn't wear the speech processor; when she puts the processor on the patients head he starts crying.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's mother reported that the patient doesn't wear the speech processor; when she puts the processor on the patient's head he starts crying hysterically.